Event description:
Boston scientific received information that, during a routine follow up, this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited intermittent loss of capture. A lead revision was subsequently performed. However, during the lead revision, the lead was cut and the pace impedance measurement rose to greater than 3,000 ohms on a pacing system analyzer (psa). The rv lead was explanted and replaced with a new lead. Additional information received from a local field representative indicated that the cause of the intermittent loss of capture was not determined as the lead had already been cut before it could be tested. A microdislodgement was suspected but not confirmed. The lead was discarded and could not be recovered. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.